Manufacturer narrative:
Concomitant medical products: model: w1tr01 crt-p, implanted: (B)(6) 2020; model: 1258t lead, implanted: 1258t competitor lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited an impedance warning with low impedance noted. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.